Event description:
This report is #4 of 4 for the same event reported under complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The opening wedge plate is intact and also within their specification. No product fault could be detected.

Event description:
A device report from synthes (B)(4) indicated a hospital in the (B)(6) reported: patient was implanted with plate and va locking screws for hallux valgus on an unknown date. It was noted: early full weight bearing done by the patient led to a broken 2.4mm va locking screw. Patient was returned to the or, date unknown, and surgeon removed the broken hardware successfully. This is 4 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and there were no non-conformances related to this lot. All parts passed specifications. The device was received and the investigation is ongoing.